Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The pump was unable to be verified for motor error alarms due to the compromised force sensor system alarm. The following physical damage was also noted: minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a motor error and she and their doctor was unable to rewind the pump. The patient's blood glucose at the time of incident is unknown. While trying to exit the rewind screen the pump also alarmed with a compromised force sensor system. The mother confirmed that the drive support cap was loose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.